Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the output connect assembly was broken. Analysis also determined that the batter drawer was broken, display wires were pinched and the wire insulation was exposed, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connector ports needed to be replaced. The epg was returned for service. There was no patient involvement.